Manufacturer narrative:
Photos provided have been reviewed by our medical affairs department and in the photos the mesh appears to have pulled away. Based on information provided and photo review a definitive conclusion cannot be made as to the cause of the recurrence. Hernia recurrence is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2023 and date of implant (B)(6) 2022 are a best estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Doctor reached out to bd related to a very challenging patient who has a peritoneal dialysis catheter and has had several ventral hernia repairs. Approximately one year ago, the patient underwent a hernia repair with a phasix st mesh. Pictures of the initial repair and pictures of the recurrence. The recurrence images show the mesh pulled away. It does not appear that the mesh has a hole in the center of it. Options, moving forward, may include the use of a ventral light permanent mesh as an ipom or an open retro rectus repair with phasix.